Event description:
Gastric bypass - "surgeon fired first 2 clips that held. After that, the clips began scissoring. Upon inspection, the surgeon stated that the jaws were slightly out of align. This is no product cer. The product was saved, but was not found upon my arrival. No product is being returned."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.